Event description:
It was reported that a dissection occurred. The patient presented for a percutaneous transluminal coronary angioplasty (ptca) of the proximal left anterior descending artery (lad). A 3.50 x 38 mm synergy drug eluting stent was deployed to treat the target lesion. After the stent deployed, a proximal edge dissection was noted. A 4.00 x 16mm synergy drug eluting stent was deployed to cover the dissection, and successfully complete the procedure. There were no further patient complications reported.